Event description:
It was reported that during a ptcra procedure, involving a moderately calcified lesion in the left circumflex artery, the floppy rotawire guide wire fractured. During platforming outside of the patient, the physician noted that the soune was different and it took longer than normal to platform. After ablation at 160,000 rpm's, the physician was going to dynaglide out, however, the burr kept spinning and the wire fractured in the distal om. The wire segment remains in the patient. Patient status is listed as "stable".